Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va0wjgz, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0wjgz, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the extension (s/n (B)(4)) found the conductor #2 was broken 2.8cm from the proximal end. (B)(4).

Event description:
The manufacturer's representative reported that during procedure, high impedances >40,000 ohms was seen on contact 2. The extension was tested several times with the same result. Intraoperative testing with the clinician programmer identified the issue. Connections were cleaned at the battery and lead interfaces but there was no change in impedance values on contact 2. The lead was also tested to ensure there was no damage. The extension was replaced and the impedance values normalized. The issue resolved at the time of this report. No further information was provided. If additional information is received, a followup report will be sent.